Event description:
Placed on 1/30/96, pt reported pain, swelling, redness, 2/21/96: antibiotics prescribed for 10 days. Implant and 2 others seemed find at subsequent check-ups. When dr. Went to uncover, this implant came out.